Manufacturer narrative:
(B)(4).

Event description:
The transmitter device being used at the time of event was returned for evaluation the device was visually inspected and no defects were found. Functional testing was performed and the transmitter failed. The transmitter was found to be defective. There was no alleged malfunction reported by the patient. No further patient or event information is available.

Manufacturer narrative:
(B)(6).

Event description:
A new dexcom patient's mother contacted dexcom on (B)(6) 2016, to get assistance with setting up the patient's new dexcom system on (B)(6) 2016. Patient's mother was experiencing difficulties during the set up process. At the time of contact, patient's mother stated that had the dexcom been working, she would have been able to catch the patient's low of 58 mg/dl. Patient's mother was worried and stayed up to monitor the patient during the night. There was no direct correlation between the dexcom continuous glucose monitor (cgm) and the reported event. No medical intervention was reported. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of low blood sugar.